Event description:
A potential product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. During export of patient data several patients had one or more failed objects. All of these patients also had issues with recording in lantis. There was no injury reported. Risk analysis is pending. Initial corrective action pending. Final corrective action is pending.

Manufacturer narrative:
Rtt part number 08151289.